Event description:
It was reported the lead was fractured. The lead was replaced and a portion of the lead was removed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) no anomalies found. There was blood on the proximal conductor and the helix, an outer insulation breached cut. The distal segment of the lead was returned and analyzed.